Event description:
Customer reported smartsite valve cracked when attempting to disconnect a 10 ml syringe from it. No pt harm reported. The cns in the nicu was contacted and reported their practice is to swab the top of the smartsite for 10 seconds and then have a 10 second dry time. The directions for use recommendation is to have a swab time of 1-2 seconds with a 30 seconds dry time. Tip sheet 'swab the top' was sent to her to distribute to the appropriate staff.

Manufacturer narrative:
(B)(4). Pt info requested. The device was received. Investigation is not complete. A follow up report will be submitted with any new relevant info.